Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a generalized complaint of cracking and leaking from the spin collar of IV sets at the IV catheter connection during unspecified infusions. It was noted these spin collars were often difficult to secure to the mating device; there was no patient harm.